Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. The suture split in two at needle to first barb. Looks like it split into two. This happened after a few passes. Standard handling technique, no extra pulling was made. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there patient consequences? If yes, please explain. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). An analysis of the product could not be performed since a physical sample was not received for evaluation. If the device, specific device photo or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.